Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulaton due to lead migration. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was discarded by the facility.